Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer called that the scooter would just shut down. He stated that they just replaced the batteries and the chair will drive for a little bit and then just shut off.